Manufacturer narrative:
The field service representative found the ise probe was closer to the bath, the reaction cells were dirty, and the tubing was torn. He replaced the reaction cells, performed an ise check, adjusted the probe, and replaced the tubing. He performed a cell blank that was in range. The customer performed calibration and qc that was in range. The investigation is ongoing. H3 other text : na.

Event description:
There was an allegation of a questionable ise indirect gen 2 result from the cobas 6000 c501 module. The initial result was 274 mmol/l and the repeat result was 140 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.